Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter inside of a large volume infusor. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/02/2013 ¿ 05/05/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating white particles noted approximately 0.20mm square in size floating in the reservoir. A fourier transform infrared spectroscopy was performed and the particulate matter was identified as acrylic material. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.